Manufacturer narrative:
The insulin pump was received with normal sleeping current. The insulin pump was monitored for several days and no blank display or replace battery now alarm noted. The battery tube connector plugged in properly into the printed circuit board during our visual inspection. The low battery alarm functioned properly. However, detailed trace analysis confirmed power error alarm 25 was triggered when backup battery loaded voltage was less than 3.5v for a consecutive hours. After disconnecting and reconnecting the internal battery connector on the printed circuit board; the insulin pump was monitored and functioned properly. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump were going through batteries more quickly. Customer's blood glucose was unknown. Device did not alarm a low battery alert prior to the replace battery now alarm. Customer reported the device had a blank display during history reviewing. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.